Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that recently there were several instances when he noticed that the infusion sets were not in the lock position at the quick release point and insulin had leaked causing high blood glucose level of 600 mg/dl. The customer had thought that the fluid was water. The customer had to go to the emergency room. The customer stated that about two months ago they received a no delivery message on the display of the insulin pump, but there was no alarm to notify them. So, the customer did not know for how long the insulin pump had been in that state. Troubleshooting was done and it was noted that the alert type on the insulin pump was set to medium beep. Low reservoir and no delivery alarms were present in the alarm history of the insulin pump. The customer stated that the no delivery alarm was resolved my changing the reservoir and the infusion set. Nothing further was reported.